Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of perforation was confirmed via product analysis. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a revision surgery of his artificial urinary sphincter (aus) due to hole in cuff. A new cuff and balloon were implanted. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Patient experienced recurring incontinence. No adverse patient effects.